Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the electrode was not able to be recognized by the main unit. After some retries, the electrode worked fine, but the output was much lower than normal. When the surgeon turned up the output, the ablation worked normally. The device belonging to complaint (B)(4) was received in mitek lab on 10/08/2020 and visual inspection and functionality test were performed, visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The electrode tip shows signs of activation, when performing the functional test, the electrode was connected to the vapr vue test generator, the ablation function was activated for 1 minute, the electrode worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. To continue with the product analysis, device was sent to cardiff UK for further analysis with manufacturing on date 11/20/2020 along with other product complaint devices with a total of (B)(4) boxes, under fedex tracking# (B)(4). Logistics department informed that the material was not received in UK and it was returned to el paso. Tx, warehouse. Another shipment was conducted to send the boxes to UK for analysis under (B)(4) via ups and manufacturing department confirmed that only one box was received, it doesn¿t contain the product reported in this complaint. After multiple attempts to localize the devices locally in el paso, tx. Warehouse. Logistics department confirmed that the missing 2 boxes were not in their facility. Even though it¿s not possible to perform an actual evaluation on device we have the results from the visual inspection. With the information available at the moment, this complaint cannot be confirmed. If the device is located in the future. This complaint will be reopened, and analysis will be performed accordingly.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4) incomplete. The lot number is unknown at this time.

Event description:
It was reported that this was an unknown procedure performed on (B)(6) 2020. The electrode was not able to be recognized by the main unit. After some retries, the electrode worked fine. But the output was much lower than normal. When the surgeon turned up the output, the ablation worked normally. There was no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred. Additional information received from the affiliate reported the device will be returned for evaluation.